Event description:
It was reported that the patient had fallen, received a shock, and after the ambulance arrived the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
Per st. Jude medical technical services review of the stored egms, it was noted that the therapy that the patient received prior to death was inappropriate.

Manufacturer narrative:
No medwatch form was received.